Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after injection of the onyx 18, the doctor seen reflux almost up to the detachment zone of the apollo catheter tip. After completion of the embolization with onyx, the doctor tried to detach the catheter, but it was not detached. After a couple attempts, it still wouldn't detach and the artery was stretched. It was noticed there was no vasospasm. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath.

Manufacturer narrative:
H6: ime/annex e code corrected from e2403 to e0515 and imf/annex f code corrected from f26 to f24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the apollo micro catheter (lot no. A660186) found that the apollo total length was measured to be ~171.0 cm, the usable length was measured to be ~164.8 cm which is within specification (specification: 165.0 cm ± 2.5 cm), and the distal floppy segment was measured to be ~26.0 cm which is within specification (specification: 25.0 cm +2 cm -1 cm). Onyx residue was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The detachable tip was found still intact. No damage was found with the detachable tip. Tension was applied to the apollo detachable tip causing the tip to detach. The ldpe coupling tube overlap length was measured to be 1.60 mm which is within specification (specification: 1.0 mm - 2.5 mm). The overlap length (proximal end of detach tip to edge of the overlap region) of the detached tip was measured to be 1.55 mm. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter entrapment/difficult removal¿ could not be confirmed; however, the customer¿s report of ¿tip non-detach¿ was confirmed. No defect was found with the returned apollo micro catheter that would have contributed to the event. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. In addition, high tensile value, extremely tortuous anatomy, reflux over ldpe coupling (i.e. Past proximal marker band) and biomechanical factors (i.e. Vasospasm) may result in tip non-detachment. Tensile testing was performed and found to be within control limits of historical spc data and specifications, there was no vasospasm, and the patients vessel tortuosity was ¿moderate¿. In this event, it is possible excessive onyx reflux contributed to the event; however, the root cause could not be determined. H6: method code updated to b01. Result code updated to c19. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that according to the doctor, while injecting the onyx they observed a reflux to the full tip. They were not able to inject onyx after that, and while removing the apollo the observed that the artery was slightly stretched. Next they had taken ox magic and finished the procedure with onyx. No clarification was able to be provided as to what ox magic was referring to. The vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the physician observed the artery stretch while doing the case but post procedure the artery was normal.